Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was removed and the tip of the sensor electrode was short. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors found all of the sensor cannula bent and retracted inside of the sensor base, no broken or missing parts were observed during the analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.